Event description:
A discordant, false negative human chorionic gonadotropin (hcg) result was obtained on one patient sample on a dimension exl 200 instrument. The discordant result was reported to the physician(s), who ordered an ultrasound and a redraw. The redraw sample and the original sample were tested on the same instrument, resulting positive. The ultrasound also confirmed that the patient was pregnant. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, false negative hcg result.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The tsc evaluated the instrument data with the customer and found no abnormalities. A siemens headquarter support center (hsc) specialist evaluated the instrument data and did not find an instrument malfunction. The cause of the discordant, false negative hcg result is unknown, as the sample resulted as expected when repeated on the same instrument. The instrument is performing according to specifications. No further evaluation of the device is required.